Event description:
The medical surveillance specialist (mss) classified this complaint based on customer service representative (csr) documentation. The lay user/patient contacted lifescan customer service in 2009 alleging that the onetouch ultra was powering off during use. The patient stated that the battery was replaced one month ago. The reported power issue first occurred the day before, before 9am. The patient claimed he became sweaty 24 hours after the power issue occurred. She had attempted to test on original date morning but the meter would power off. She administered self-treatment with food and/or drink. The patient denied testing on any other devices at the time of concern and did not report any other forms of treatment. According to the troubleshooting performed with customer service, the meter did not power off before the automatic shutoff time. Instead, the meter reverted to the setup mode. The patient tested her blood glucose with the subject meter while talking to the customer service representative and her result was "80 mg/dl." This complaint is being reported because the patient allegedly developed symptoms suggestive of severe hypoglycemia 24 hours after the power issue occurred. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.